Manufacturer narrative:
(B)(4)

Event description:
A health care professional reported that the pump was explanted as the patient requested to return to oral opioids due to better efficacy. There were no product issues noted or reported.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that a pump was explanted on (B)(6) 2017. The reason for explant is unknown.